Event description:
Additional information was recieved indicating diagnostic imaging was performed and no anomalies were observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The noise was suspected to be due to non-confirmed lead damage. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.